Event description:
Information received from the field does not address the patient's clinical status but notes that after having difficulties interrogating the device, dashes (---) were displayed for most parameters. Interrogation was difficult and there was no magnet response.